Event description:
The customer reported the tubing had a curve/kink and obstruction prior to priming.

Manufacturer narrative:
According to the picture provided by the customer, the issue was confirmed to be kinked tubing. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. Because the physical sample has not been received and only a picture provided, the root cause could not be identified. However for previous evaluations from physical samples received with a similar failure mode the most likely root cause indicates that this issue could occur due to inadequate use of the product. According to the literature included in the product (manual), the failure mode could occur during the medical procedure of insertion. The insert manual indicates that ¿to estimate insertion depth, use the tube to measure the distance from the tip of the patient¿s nose to the earlobe and from the earlobe to the xiphod process for gastric placement¿. This measurement determines the tube length therefore if the tube was inserted more than specified in the procedure, a possible coiling or kink around the stomach could occur. Due to the extreme caution, this device should only be inserted by a trained clinician. The manufacturing process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed indicating that product was released meeting all quality standard requirements. One decontaminated sample with unknown lot number was received for evaluation. After performing a visual inspection ; kinked tubing was observed. The reported condition was confirmed. The root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.